Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that while performing fixation of the skin flaps on a burn pt, the device did not close the staples on the first attempt. All the staples had the square shape. The surgeon fixed the skin flaps by hand to complete the procedure. There were no adverse consequences to the pt.